Manufacturer narrative:
The investigation determined the event was caused by a preanalytic issue at the customer site (mis-sampling of the patient sample due to insufficient aspirated sample volume, when part of that volume is replaced by non-reactive material). Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer inspected the module and found the slide of the sample arm was not installed properly; they then reinstalled the slider. The module performed within specifications. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas 8000 cobas ise module. The initial result was not reported outside of the laboratory as the result did not match the patient's clinical diagnosis. The initial na result was 136 mmol/l. The repeat result was 128 mmol/l.